Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of below 30 mg/dl resulting in loss of consciousness, "seizures leading to bruising on their limbs", and "a-fibrillations during their ambulance ride to the hospital". Low bg cause was not known. Reportedly, customer's continuous glucose monitor was unavailable due to a non-tandem sensor issue. Emergency medical services (ems) administered intravenous glucose to address bg and brought customer to emergency room (ER). Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline. Customer was discharged from hospital the following day with the issue resolved. Customer continued to use the pump for insulin therapy.